Event description:
It was reported that the patient went to the ER due to syncope. There was no ventricular capture and ventricular pacing impedance was over 9000ohms. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) distal conductor fractured, outer insulation breached, white substance on outer insulation, connector pin bent, helix distorted/bent, and blood was noted on helix mechanism and proximal conductor (not obstructed); the lead was returned with the helix fully extended and stretched, with tissue on it; full lead returned and analyzed.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and the outer insulation of the lead developed a breach due to a depression while in vivo.